Event description:
On (B)(6) 2013 patient reported having concerns with the infusion sets of the infusion device. Patient stated insulin is leaking within 24 hours after inserting the headset to the body. Patient reported the leak is occurring under the adhesive of the infusion set. Patient uses the insertion assist device to insert the infusion set. Patient stated his a1c has gone up and yesterday his blood glucose level was staying at 330 mg/dl throughout the day. Patient's normal blood glucose level was not provided. Patient reported he changed to a new headset and the blood glucose level had gone down. Patient stated no outside assistance was needed. Patient reported he thought the elevated blood glucose level was due to the leaking insulin from the leaky headset. On follow up call on (B)(6) 2013 patient reported the infusion set he is currently using is working. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.